Event description:
It was reported that (5) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the atw45 stapler fired four times. There was nothing unusual about the firing sequence. There was severe bleeding along the staple lines each time. The staple line was cauterized using bipolar cautery. A new instrument was opened and used on the other side. This device worked without need for add'l hemostasis. There was an extended or time of 10 minutes.